Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that helix would not extend while the physician tried to place it in an appropriate position during implantation. The lead was removed and a new lead was implanted successfully. Patient was stable during and post procedure.